Event description:
The customer stated that she was hospitalized for high blood glucose levels. No troubleshooting was performed as the customer misplaced her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.